Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient had a depuy pinnacle hip implanted in the left hip on (B)(6) 2009 with no part/lot numbers provided and no invoice was found. The litigation alleges pain, the complaint was updated on: 04/19/2017. Update jun 27, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges limited mobility, left hip constantly pops and trouble in sitting and walking. It was also reported in the pfs that patient had four dislocation post tha. After review of medical records for the MDR reportability, it was stated that the patient's femoral component was revised due to anterior instability. Revision notes stated that the acetabular component remained well fixed. There was some hematoma but there was no evidence of infection. Stem is now being added. Product codes and lot numbers were provided. This complaint was updated on jul 3, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).